Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 3.00mm promus premier¿ stent was advanced but encountered difficulty in crossing the lesion. It was noted that the distal part of the stent was flared. The procedure was completed using a 3.5mm x 24mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the devices tip revealed that it was flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip outer diameter (od) was measured using a digital snap gauge which is within specification. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 3.00mm promus premier¿ stent was advanced but encountered difficulty in crossing the lesion. It was noted that the distal part of the stent was flared. The procedure was completed using a 3.5mm x 24mm promus premier¿ stent. No patient complications were reported and the patient's status was good.